Manufacturer narrative:
The hill-rom technician found the left and right brake casters and caster supports cracked due to excessive force applied to brake pedal. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the left and right brake casters and caster supports to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot end brakes are not holding. The bed was located at the account in the bed shop. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).